Event description:
Patient reported right side "rupture." Later, physician reported "seroma." Diagnostic testing reported "chronic inflammation with mild fibrosis". Device has been explanted and a capsulectomy was indicated.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: bilateral rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, d3, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the gel and surface of the device. Observed stress marks on the device. Observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rupture." Later, physician reported "seroma." Diagnostic testing reported "chronic inflammation with mild fibrosis". Device has been explanted and a capsulectomy was indicated.